Manufacturer narrative:
B5; additional information received: per the physician, the cause of the dissection cannot be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update to coding; h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the index procedure to treat a dissection, the stent graft vamf3430c150tu valcap taper was difficult to deploy during nose cone extension, with torque build-up and stiffness noted in the deployment system when deploying the freeflo stents. It was confirmed that the deployment steps were followed per the instructions for use. The surgeon stated that the tip capture release handle was ¿sticky¿/tough to rotate. Resistance was felt during the deployment process. After torquing on the handle/dial it eventually ¿popped¿ open during deployment. It did not deploy slowly and not easily as it would likely do so if the graft was straight, or straighter that it was in this case. The covered stents deployed normally without issue. The physician noted that it felt like a mechanical problem with the release mechanism or perhaps some of the struts were overlapping each other in the bare metal section and were therefore wedged into the nose cone. There was some extra manipulation required in order to release the nose cone. Imaging conducted after deployment showed no issues with placement. It is not believed the patient's anatomy contributed to the deployment difficulty, as it was stated the aortic arch angulation was relatively normal. One day after the index procedure, the patient developed a type a aortic dissection and was promptly taken to the operating room, where the ascending aorta was replaced. No additional sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Product analysis the stent graft had been deployed prior to receipt of the device and was not received alongside. Deformation was evident to the proximal graft cover. A kink was evident to the distal graft cover and tip capture peek tubing. The tip capture mechanism could be retracted with resistance noted. An in-house 0.035¿ guidewire was loaded to straighten the kinked section; the tip capture mechanism could then be advanced and retracted with no resistance noted. No other deformation evident to the remainder of the device. Additional information received: it was confirmed per the sales representative that attended the procedure that the guidewire was ma intained in the delivery system throughout the case and was not removed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.